Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) heartlogic data was missing and unavailable. It was noted the patient high heart rate may be a reason for the missing data. There was oversensing of noise noted on the right atrial (ra) channel, noted by the atrial tachy response (atr) episodes and right ventricular (rv) lead noise on the shock channel. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received that tachycardia therapy was confirmed to be turned off for this crt-d due to the patient entering hospice care. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) heartlogic data was missing and unavailable. It was noted the patient high heart rate may be a reason for the missing data. There was oversensing of noise noted on the right atrial (ra) channel, noted by the atrial tachy response (atr) episodes and right ventricular (rv) lead noise on the shock channel. This crt-d system remains in service. No adverse patient effects were reported.